Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5/d10 (information was inadvertently missed on the initial) the device was returned for evaluation and the customer's reported issue was confirmed, the device does not start up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a failure in the printed circuit boards (qb and g1 board). Olympus will continue to monitor field performance for this device.

Event description:
The intended urological procedure was therapeutic and completed using another device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high-definition liquid crystal display monitor had a blackout while the operator was in use (input serial digital interface (sdi1) (no image). After the operation was finished, the image appeared when it was switched to sdi2. The same reported event occurred later during the operation (input sdi2). There were no reports of patient harm.